Event description:
Hydrothermal ablation procedure using the boston scientific hta ablation unit and procedure set. During pre-surgical setup all functions tested as normal. The MFR rep was present in the procedure room. During the case the hta unit alarmed three times. The first two alarms were viewed by the physician and rep as showing less than 10 ml of fluid loss so the procedure continued as normal. The third alarm showed a loss of 120ml of fluid and the case was then aborted. After determining the case had lasted more than 8 minutes, the physician believed the case to be successful. The pt went to recovery and was discharged with no apparent issues. Two days later the pt arrived in the emergency room complaining about burns on her buttocks and perineum. After examination it was determined that the burns more than likely were a result of the hta procedure. There was no internal burns observed only external on the perineum and buttocks. The required hospital personnel were contacted and investigation began. Because of the nature of the external burns, it is being reviewed as to whether or not there was a defect in the hta procedure sheath portion which resides outside of the pt during the procedure. The MFR was also contacted and they were performing their own investigation into the cause. The sheath was not available for evaluation as the issue did not present itself until two days after the procedure. Diagnosis for use: hydrothermal ablation.